Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that the customer experienced a low blood glucose level of 46 mg/dl. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. The alleged low bg-undefined issue was unable to be confirmed.